Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for peritonitis and another indication. The patient was treated with vancomycin injection (2gm, intraperitoneal, ongoing), gentamicin injection (20mg, intraperitoneal, ongoing) and another additional unspecified medication for peritonitis. Treatment with dianeal 1.5% was discontinued 20 days after the event onset. On an unknown date, treatment with dianeal 2.5% was also discontinued. The patient has recovered from the peritonitis event. No additional information is available.